Manufacturer narrative:
Two tracheostomy tubes were returned for evaluation. Visual inspection of the devices found them to be damaged to the fenestration areas. All results were found to be within drawing specification, and to verify inner cannula durability we carried out informative testing on randomly selected inner cannula samples of each size from current batches to measure their performance using established standard test methods. Based on results of the testing current blu thin wall inner cannulas were found to be suitable for its function. The customer complaint has been has been confirmed and the most probable cause of issue was determined to be user interface; failure occurred due to excessive force used during cleaning or incorrect cleaning technique.

Event description:
Information was received that the inner cannula of a smtihs medical tracheostomy had broken between the first and second fenestration hole. No patient injury resulted.